Event description:
It was reported that t:slim x2 pump battery would not charge when connected to a computer usb port, and pump did not show any power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer later used different non-tandem wall adapter and charging cable with working outlet, after which pump began charging, and technical support advised against routine use of third-party charging supplies and arranged shipment of replacement tandem wall adapter and charging cable, after which no further assistance was required.